Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device received with scratched case. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a failed high pressure test. Customer stated they experienced high blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Customer was assisted with possible causes of high blood glucose. Customer performed displacement verification test and test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.